Manufacturer narrative:
Investigation identified an issue within the stella 2.0 program software: the iod for legacy orders displays the wrong exp refraction value. It is displaying the target lens value instead of the reserved lens values. D2 - the product code "mta" is entered to satisfy mandatory field requirements, as the device software is not currently classified and does not have an assigned FDA product code. G4 PMA/510(k): p030016/s001/a016. Claim #435703.

Event description:
The reporter indicated that the stella 2.0 implant orientation diagram (iod) software generated an output in which the expected seq (spherical equivalent) and expected refraction values did not align. Specifically, the expected refraction displayed on the iod corresponded to the target lens rather than the selected/ordered lens. The issue was identified by the surgeon prior to lens implantation. There was no reported patient harm associated with this event.